Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to claim no vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Upon further review of the complaint, report number 3004753838-2016-29001 was reported in error as a duplicate. The information in that report belongs to report number 3004753838-2016-26170.